Event description:
It was reported that during a laparoscopy hysterectomy procedure, uterine vessel bledding occured. The surgeon treid to control the bledding using bi-polar, but it was not successful. The surgeon converted the case to an open procedure and managed to control the bleeding. It was unknown how much blood loss occurred and if a transfusion was required. No other pt consequence was reported.